Event description:
The reporter stated the surgeon inserted a 12.5mm icm125v4 implantable collamer lens but the right proximal icl haptic was torn. The lens was removed with no pt injury. Another same model icl was implanted.